Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The difficult to position and remove the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position or remove the guide wire or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending (lad) artery, a 3.0x33mm unspecified stent was implanted in the lad. An attempt was made to load a 2.5x12mm rx xience alpine stent delivery system (sds) onto an unspecified guide wire; however, resistance was met between the two devices. Reportedly, the guide wire was not wiped down between devices. When removing the sds from the guide wire resistance was met and the shaft separated near the balloon. Additionally, the sds separated in two other unspecified locations on the shaft. The sds was removed from the guide wire and the guide wire was wiped down. Another unspecified stent was advanced over the guide wire and used successfully to complete the procedure there was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.